Event description:
Customer reported a malfunction alarm with malf 1 error. There was no adverse impact to customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software, instructing customer to use alternate insulin delivery method, mdi, until the new device arrives and providing guidance on returning the faulty pump.